Manufacturer narrative:
(B)(4). Evaluation of the returned device found that needle deployment was successful. However, the anterior cuff-to-needle tip detachment occurred when retracting the needle plunger as evidenced by damaged anterior cuff tabs and anterior needle barb. This suggested that there was resistance encountered while retracting the needle plunger. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Also, detected were a bent guide tube and a broken posterior foot which was not returned. During testing, the lever was fully functional as it was able to open and close the anterior foot by opening and closing the lever without difficulty. Tissue captured beneath the foot could prevent the foot from closing and interfere with device removal. Based on the investigation findings, the probable root cause for the posterior foot break and bent guide tube is twisting of the device and forcibly removing it while the foot was in open position. Because the posterior foot was broken, the needle plunger could not be reinsert and retract to determine what might have caused the anterior cuff detaching from its needle tip while retracting the needle plunger to retrieve the suture. Challenging anatomical conditions such as scar tissue, tortuosity, and calcification could create resistance and subsequently disengage the cuff from its needle tip. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a scarred femoral artery after an interventional procedure. Reportedly, a cuff miss occurred when the plunger was pulled back and the device was difficult to remove. After an unsuccessful attempt to use the access ports, force was used to remove the device from the patient anatomy. Manual compression was applied to achieve hemostasis. The following day a large hematoma was observed, believed to be caused by the forceful removal of the device. Surgical intervention was used to treat the hematoma. Though requested no additional information was provided.